Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of oversensing noise leading to inappropriate automatic mode switch (ams) were observed on the atrial lead. The patient's condition was stable and will be monitored by follow-up.